Event description:
In 2007, the patient's friend reported that the patient is experiencing e4 (occlusion) errors on his infusion device and his blood glucose is elevated to 349 mg/dl and the patient "was not really with it." The friend assisted the patient with disconnecting from his infusion device and the friend was instructed on how to clear the occlusion. The friend was instructed to program a bolus and the infusion device occluded. The friend was instructed to remove the infusion tubing and to bolus and the infusion device alarmed a4 (cartridge adapter/alert). The infusion device then alarmed a1 (low cartridge warning.) The friend was instructed how to change the insulin cartridge. The friend was then able to reattach the infusion tubing and prime without error. Another friend of the patient's contacted the patient's physician and was told to take the patient to the e.r. Upon follow up, the patient stated that his blood glucose initially elevated due to a viral infection (one day earlier) and the occlusions then contributed to the issue. The patient stated that his friends transported him to the e.r. And he was treated with IV insulin and released after a "couple" of hours. He stated his blood glucose is still elevated due to the infection and he is still receiving occlusion errors. He stated that he changes his infusion site "at least once a week." He was advised to change the infusion site every 3 days. Upon further follow up, the patient stated his blood glucose returned to normal and he has had no further errors. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.